Event description:
It was reported that this event occurred in the micu department. During insertion of the swg through the dilator, the user noted "resistance was found thus the swg couldn't be inserted smoothly." As a result, the swg and dilator were removed together, intact. A new kit was opened and a new dilator and swg were used successfully. There was a delay reported, however, there was no harm to the pt as a result of the delay. There were no complications, death or injury reported as a result of this occurrence.

Manufacturer narrative:
(B)(4).